Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer received no delivery alarm during prime. The blood glucose level was 138 mg/dl at the time of incident. Explained that in order to troubleshoot their pump, set and reservoir we may request that they change the set reservoir. After performing manual prime to at least 5.0 units and the pump alarmed no delivery. Customer advised to replace the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.